Event description:
New information indicated that the lead continued to exhibit noise during follow up. The patient was asymptomatic.

Event description:
It was reported that a merlin.net transmission revealed noise on the atrial lead. No intervention was performed. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.